Manufacturer narrative:
The tech found the CPR switch membrane inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006, 2007 and 2010-2014. It is unk if the facility performs preventative maintenance on this bed. The tech replaced the CPR switch membrane to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the CPR function was inoperable the bed was located at the account. There was no pt/user injury reported. (B)(4).